Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a pocket revision and was reportedly doing well postoperatively.